Manufacturer narrative:
Concomitant medical products: product ID: 9 735225r, serial/lot #: (B)(4). A representative went to the site to preform a system check out. It was reported that there were parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the sr manager displayed during bootup. There was no patient present.